Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found that the unit triggered 23118 errors pointing to the pitch axis. Visual inspection of the unit did not reveal any signs of contamination or damage on the unit related to the reported problem. The unit was put on the patient side cart (psc) fixture test platform (pftp) and it passed all tests related to the reported problem. The unit was then put on the in-house system, and it passed normal mode without triggering an issue. The unit was power cycled five times, but the 23118 error did not appear. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Fa was unable to conclude the root cause of the reported problem. However, the data in the field logs is consistent with the pitch motor module being a potential root cause of the reported problem.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, staff reported that error 23118 occurred twice on arm 4 while the system was not in use. The procedure was completing as planned with no reported injury.